Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2018 at approximately noon, she experienced symptoms of sweating and malaise. The customer had contact with a health care professional and "glucose was injected" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( meter serial number) has been updated based on the returned product. Meter (B)(4) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report. Pma510k# has been updated.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2018 at approximately noon, she experienced symptoms of sweating and malaise. The customer had contact with a health care professional and "glucose was injected" as treatment. There was no report of death or permanent injury associated with this event.